Manufacturer narrative:
H3, h6: the navio surgical system (us), npfs02000, sn (B)(6), intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be confirmed. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with an electrical component failure of the handpiece. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an inspection of a navio, the navio surgical system us had an error during initialization: pfs hardware failure 40000000000. Since this was noticed in a non-surgical environment, there was no patient involved.